Manufacturer narrative:
E1: (B)(6). Patient country: netherlands.

Event description:
Unomedical reference number (B)(4). Event occurred in netherlands. It was reported that patient admitted to hospital event on 14-jun-2024. The blood glucose level was 69 mmol/l. Reported symptoms were not feeling well and pale. Length of hospitalization was 3 days. Hospitalization/emergency medical treatment was required due to high blood glucose value , dka seizure and diabetic coma . Therefore, patient was treated with IV insulin drip. Customer replaced infusion set and resumed insulin successfully. No further information available.